Event description:
It was reported patient underwent initial knee arthroplasty on unknown date. Subsequently, the patient was revised due to implant fracture. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray. Unknown tibial bearing. Report source: foreign country: germany. Mechanical (g04) - femur. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565 - 2022 - 02344.

Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565 -2022 - 02344.